Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e there was foreign matter in tube biological non-biological, insufficient gel in tube, and air bubbles in the gel. The foreign matter event occurred 9 times. The insufficient gel event occurred 1 times. The air bubble event occurred 104 times. The following information was provided by the initial reporter. The customer stated: "before use, 1 tube's gel volume was insufficient, 9 tubes had foreign matter in the gel, and 104 tubes gel had air bubbles.".

Manufacturer narrative:
Investigation summary : bd had not received samples, but 5 photos were provided for investigation. The photos were reviewed and the indicated failure mode for damaged shield, foreign matter, and air bubbles was observed, however, bd was not able to confirm the incorrect gel quantity from the photo. Additionally,100 retention samples from bd inventory were evaluated by visual examination and the issue of damaged shield, foreign matter, and air bubbles, incorrect gel quantity was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged shield, foreign matter, and air bubbles. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e there was foreign matter in tube biological non-biological, insufficient gel in tube, and air bubbles in the gel. The foreign matter event occurred 9 times. The insufficient gel event occurred 1 times. The air bubble event occurred 104 times. The following information was provided by the initial reporter. The customer stated: "before use, 1 tube's gel volume was insufficient, 9 tubes had foreign matter in the gel, and 104 tubes gel had air bubbles."